Manufacturer narrative:
Additional narrative: an additional evaluation was performed on the returned device. The device shows signs of wear and tear on the surface. The engage mechanism thumb screw works properly. The laser etching is readable. Inspection records were reviewed and indicated the product was within specification at the time of manufacture. Complaint was deemed indeterminate from a manufacturing perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is neither implanted nor explanted. A review of the device history records was performed and no complaint related issues were found. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; no conclusion could be drawn. Placeholder.

Event description:
It was reported during a trochanteric fixation nail tfn system procedure on (B)(6) 2014, during insertion of the helical blade, part number 456.304s, the helical blade would not easily pass through the nail, part number 456.477s. The nail was removed and the helical blade was able to pass through the nail during fit testing at the back table. The nail was then reinserted into the patient. During the next attempt to insert the blade through the nail intraoperatively, the blade again would not pass through the nail. Eventually the blade passed through the nail when more hammering force was applied. The procedure was completed without further incident and was successfully completed. An operative delay of 25 minutes was reported due to the complaint event. Additional complaint event information was received on (B)(6) 2014. The instrumentation used in the surgery was quarantined after surgery and inspected by the sales consultant. The sales consultant inspected the instrumentation extra-operatively using a new nail and blade to see if the instrumentation was performing satisfactorily. After careful examination, it was determined that the blade passed through the nail free handedly, that is, without instrumentation, easily. When the blade was attached to the blade inserter, part number 357.372, and coupling screw, part number 357.377, the blade passed through the guide sleeve, part number 357.369, smoothly. However, when the nail was attached to the insertion handle, part number 357.411, and aiming arm part number, 357.366, with guide sleeve and nut part number, part 357.371 the blade did not pass through the nail easily. The sales consultant is concerned with the performance of the insertion handle, aiming arm and buttress/compression nut due to difficulty of the blade passing through the nail. When the connecting screw was loosened, the blade passed through the nail easily. This complaint is alleged against five devices. This report is for one, 130 deg aiming arm f/trochanteric fixation nails. This report is 3 of 5 for complaint (B)(4).

Manufacturer narrative:
The product development event evaluation reviewed the product drawings during this evaluation. No discrepancies were identified. The device design was reviewed and is adequate for the intended use and did not contribute to the complaint condition. The instruments functioned as intended. Therefore, this complaint is invalid from a design perspective.(B)(4)